Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 557 mg/dl. Customer¿s current blood glucose was 99 mg/dl. Doctor did not bring sugars down 432 mg/dl and 436 mg/dl, all high after placing the insets in. Customer treated high blood glucose with manual injections. Customer has neuropathy or arthritis so does not know when blood glucose was fall or goes high. Customer stated that, they would be at emergency room all the time and blood glucose was 400 mg/dl, not typical. Customer just checked her sugar and it was 304 mg/dl and went up from 114 mg/dl and she ate breakfast and now it was 302 mg/dl and like all over the place and had nothing since breakfast. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer stated that, there were some bubbles in there a little bubble and try to get them all out when loading and guess do not get them all. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Customer states did not need to troubleshoot for the blood at site. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.